Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2026, the patient was experiencing dizziness, frequent urination, nausea, and chest pain. The patient¿s bg meter reading was 300 mg/dl while the cgm was reading 52 mg/dl. Ems was called and once they arrival, the patient¿s bg meter reading was 285 mg/dl. No cgm comparison value was reported. Ems treated the patient with aspirin and transported the patient to the ER. At the ER, the patient had blood work, a chest x-ray, EKG, and a stress test done. No bg meter or cgm value was reported at this time. The patient was also treated with an IV insulin drip. The patient was discharged on (B)(6) 2026. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.